Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. There was no fragmentation of the insulation, and the internal conductor wires were exposed. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip the complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the force bipolar instrument broke. The procedure was completed with no reported injury. Intuitive surgical followed up with the customer and obtained the following additional information: the damage noted to the tip of the instrument was clarified to be a dislodged jaw/hinge. The jaws of the instrument were not stuck on tissue when the event occurred. Patient demographics and patient related information was additionally provided.